Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective." On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed., abnotmal bleeding (general)"), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), seizure ("seizures"), device expulsion ("expulsion"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), the first episode of bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the second episode of bladder disorder ("bladder problems or changes"), arthralgia ("knee pain") and pain in extremity ("leg pain"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous, seizure, device expulsion, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, headache, nausea, nervous system disorder, visual impairment, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, mood swings, migraine, tooth disorder, tremor, allergy to metals, weight increased, urinary tract disorder, the last episode of bladder disorder, arthralgia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device, seizure, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: seriousness criteria for the events seizures and genital bleeding has been updated to non-serious, reporters, patient demographics added, new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes describe: mood swings, migraines / headaches, dental problems, neurological conditions or problems type: tremors, nickel allergy, weight gain, urinary problems or changes, knee pain, leg pain, event psych injury updated to psychological or psychiatric problems condition: depression based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective". The patient's medical history included anemia and depression. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed., abnormal bleeding (general)"), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), seizure ("seizures"), device expulsion ("expulsion"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), the first episode of bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the second episode of bladder disorder ("bladder problems or changes"), arthralgia ("knee pain") and pain in extremity ("leg pain"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, heavy menstrual bleeding, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous, seizure, device expulsion, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, headache, nausea, nervous system disorder, visual impairment, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, mood swings, migraine, tooth disorder, tremor, allergy to metals, weight increased, urinary tract disorder, the last episode of bladder disorder, arthralgia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device, seizure, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: received treatment for pain. Discrepancy noted: essure insertion date as per mr is (B)(6) 2013. Left : 3 identifiable trailing coils right: one trailing coils. Lot number: a25168 manufacturing date: 2012-07 expiration date:2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective". The patient's medical history included anemia and depression. On 1-jan-2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed., abnormal bleeding (general)"), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), seizure ("seizures"), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/prob"), visual impairment ("vision problems"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), the first episode of bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the second episode of bladder disorder ("bladder problems or changes"), arthralgia ("knee pain") and pain in extremity ("leg pain"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, heavy menstrual bleeding, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous, seizure, device expulsion, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, headache, nausea, nervous system disorder, visual impairment, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, mood swings, migraine, tooth disorder, tremor, allergy to metals, weight increased, urinary tract disorder, the last episode of bladder disorder, arthralgia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device, seizure, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: received treatment for pain. Discrepancy noted: essure insertion date as per mr is (B)(6) 2013. Left : 3 identifiable trailing coils. Right: one trailing coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received: reporter, lot number and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), genital haemorrhage ('gen. Abnorm. Bleed.'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('pregnancy: stillbirth/miscarriage') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), seizure (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, seizure, device expulsion, dysmenorrhoea, dyspareunia, dermatitis allergic, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, headache, nausea, nervous system disorder and visual impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, nausea, nervous system disorder, perforation, pregnancy with contraceptive device, psychological trauma, seizure, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury is replaced by dysmenorrhea. New event dyspareunia (painful sexual intercourse), general abnormal bleed, allergy: rash/skin condition, breakage/ expulsion: expulsion, psych injury, pregnancy: stillbirth/miscarriage, perforation: other, urinary tract infection, vaginal discharge, gi conditions, hair loss, headaches, nausea, neuro condit/problems, seizures, vision problems, pregnancy with contraceptive device, device ineffective and device monitoring procedure not performed were added. Patient demographic added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), genital haemorrhage ('gen. Abnorm. Bleed.'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('pregnancy: stillbirth/miscarriage') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), seizure (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, seizure, device expulsion, dysmenorrhoea, dyspareunia, dermatitis allergic, psychological trauma, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, headache, nausea, nervous system disorder, visual impairment, pelvic pain, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, nausea, nervous system disorder, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma, seizure, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Events per pfs: pelvic pain, abdominal pain, back pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed., abnotmal bleeding (general)"), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), seizure ("seizures"), device expulsion ("expulsion"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), the first episode of bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the second episode of bladder disorder ("bladder problems or changes"), arthralgia ("knee pain") and pain in extremity ("leg pain"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous, seizure, device expulsion, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, headache, nausea, nervous system disorder, visual impairment, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, mood swings, migraine, tooth disorder, tremor, allergy to metals, weight increased, urinary tract disorder, the last episode of bladder disorder, arthralgia and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device, seizure, tooth disorder, tremor, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.